Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2 months after the dental implant and bridge were placed in ada site 5 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's thin ridge. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2 months after the dental implant and bridge were placed in ada site 5 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's thin ridge. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2 months after the dental implant and bridge were placed in ada site 5 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's thin ridge. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).